Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. A corrective and prevent action (CAPA) has been opened to investigate this failure mode. No further action is warranted at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported the customer's intrafix 8.5 mm screw broke while inserting into the sheath during an anterior cruciate ligament (acl) procedure. He stated as the surgeon was inserting the screw, part of the sheath folded back and the screw cracked and then broke into pieces. The surgeon removed all broken fragments of the screw and inserted a new screw into the same sheath to complete the procedure with no patient consequences or delays. All broken fragments were discarded already by the customer. The sales representative stated it was standard bone quality on an (B)(6) male. This was no a revision surgery. No further details could be provided.